Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the user request of the entire image is blurry, could not be recognized, and did not return was confirmed. Additional evaluation findings are as followed: adhesive on labels were peeling, instrument channel had a leak, plastic distal end cover had scratches and cuts, switch 1 had a hole, angulation was low, control knob had play, distal end plastic cover had deep dents and scratches, objective lens glue was peeling, light guide glue was peeling and there was fluid inside the lens, bending section cover glue was cracked, insertion tube had excessive buckles under boot and scratches, control body had scratches, and scope connector had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that before a therapeutic esophagogastroduodenoscopy during preparation for use, the gastrointestinal videoscope had an image that was blurry, could not be recognized, and did not return. The procedure was completed using a similar device. There was no delay or report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause for the event was not identified. However, it is likely that the event occurred for objective lens was dirty. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.